Event description:
The customer reported that, the strip button was stuck on the unit, which would result in the unit powering up in shift check mode.

Manufacturer narrative:
The evaluation of this failure is based on info provided by the customer. The device was not returned to philips for evaluation.